Event description:
The manufacturer received information alleging a ventilator malfunctioned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a test step during testing. The device's active exhalation control module and system board were replaced to address the issue.